Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) displayed a battery performance alert. No intervention was performed, and the patient was stable.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) also exhibited a failure to interrogate. The ICD was explanted and successfully replaced on (B)(6) 2025. The patient remained stable.

Manufacturer narrative:
Premature battery depletion and failure to interrogate was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.